Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers spouse reported via phone call that the customer was hospitalized due to high blood glucose on march 15. The customer blood glucose was 600 mg/dl, 199 mg/dl, 406 mg/dl, 574 mg/dl and was treated with bolus. It was reported that the customer performed displacement, self test and both passed. The insulin pump will not be returned for analysis.